Event description:
It was reported that, "the above implants were removed, due to healing of the fracture for which they were implanted and subsequent osteoarthritis. The crosslocking screw above was found to be broken. A total hip arthroplasty was then performed.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.